Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir display was blinking and could not be returned to normal. The humapen memoir was associated with product complaint (B)(4) / lot 1003c02. Upon inspection of the device, missing segments were found in the dose display. The user and the user's training status were not provided. The duration of use was not provided. The pen was returned on (B)(6) 2011. Update (B)(6) 2011: additional information received (B)(6) 2011 via global product complaint database. Added device specific safety summary. Updated medwatch info and EU/ca device fields.

Manufacturer narrative:
No further follow-up is planned. Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. Evaluation summary a pharmacist reported on behalf of a patient that their humapen memoir device display is blinking and cannot be returned to normal. Investigation of the returned device (batch 1003c02, manufactured march 2010) found missing segments in the ones spot of the dose numbers. The root cause was determined to be ingress by an unknown liquid that caused damage resulting in rust, residue, and corrosion in several locations in the device. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress has been initiated. Due to the combination of this improvement with other planned corrective actions, this improvement is targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted while improvements are being implemented. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir display was blinking and could not be returned to normal. The humapen memoir was associated with product complaint (B)(4). Upon inspection of the device, missing segments were found in the dose display. The user and the user's training status were not provided. The duration of use was not provided. The pen was returned on (B)(4) 2011.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.